Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from 2 different pt samples that were generated by the unicel dxl 800 access instrument. Patient a: the initial accu tnl result was 0.98 ng/ml. The result was reported out of the lab. The customer collected a fresh sample from the pt and tested for accu tnl; the result was 0.03ng/ml. The result was reported out of the lab. The customer then re-tested the pt original sample for accu tnl; the repeated result was 0.03ng/ml. Patient b: the initial accu tnl result was 3.07ng/ml. The result was reported out of the lab. The customer re-tested the pt original sample for accu tnl; the repeated result was 0.04ng/ml. The customer tested the pt original sample for accu tnl on another instrument in their lab; the result was 0.02ng/ml. The customer indicated that they did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.